Event description:
It has been reported on (B)(6) 2022 that the user fell on his head at school two weeks prior. Follow-up measurements will be repeated in the 3rd week of november. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It has been reported on (B)(6) 2022 that the user fell, hitting his head at school two weeks earlier. Re-implantation is considered but has not been scheduled yet.